Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Event description:
A complaint was received regarding a primary plum y-type blood set that was reported that the blood filter cracked at filter, blood dripped out. This occurred 20 min into infusion.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.